Event description:
During angioplasty operator suddenly could no longer control guide wire. Operator attempted to remove it and could see fracture in portion outside pt, in operator's control. Portion became completely detached. Operator withdrew guide wire enough to grasp and was able to complete case. Wire had not been mishandled or traumatized. Wire sent to MFR.